Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the device is not returning for evaluation (as it remains implanted); therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol) a strange looking material (described as ''like dried water drops") was observed on the anterior surface of the lens optic. There were no issues with the patient's vision and the lens remains implanted. No medical or surgical intervention performed or planned. Additional information was received and it was learnt that the patient was checked by the surgeon and the eye was ok. Still some sort of reflections on the anterior surface of the lens was noticed. The reflection or pattern was not seen in pictures taken from the eye. Reaction in the eye was comparable/same level than in the other eye operated weeks before. Normal status after cataract operation. Va (visual acuity) was reported being ok (0,7) partly. There are some scars in the cornea (present pre-operatively due some old trauma) and amd (age-related macular degeneration) which explains lower va (< 1.0). The patient was reported to be very satisfied with their vision. No further information was provided.